Event description:
In 2000, the MFR (MFR) received medwatch report #1800560000-2000-02 via a fax from the facility that states the following: surgeon attempted to remove a non-functioning device, found it to be ruptured. He extracted the device and a small section of tubing. Found remainder located in vena cava. Remainder was removed by radiologist. No further details were provided.